Manufacturer narrative:
One cadd cassette reservoir was received for the evaluation of a reported "no disposable, pump won't run" alarm. The sample was received in new condition with its original open packaging inside a plastic bag. Two pictures were also received by smiths healthcare manufacturing (shm). The sample was visual inspected at a distance of 12' to 24' under normal conditions of illumination. The pump tube was found to be deformed and flat. A functional test was also performed where the sample was connected to the cadd solis vip to look for unusual functions. The sample could not be tested as an alarm without message was activated. The most probable root cause was during the bag loading operation, the pump tube was not properly assembled and the tube was stretched. The retrospective review in the failure reported showed no increase on the failure reported, therefore the current mitigations implemented will be to revise the adherence to confirm effectiveness and no disruptions in the execution the could cause the presence of this condition in the device.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical pump was administering medical fluid to the patient. A "no disposable, pump won't run" alarm went off. The customer tried detaching the cassette from the pump and attaching it to the pump again. This did not resolve the issue. The cassette was removed and attempted to be attached to a different pump but the alarm still persisted. So a different cassette was used and the issue was resolved. There was no patient injury reported. There were no reported adverse events reported.